Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device records 61 manual power ups between the (B)(6) 2008 and the (B)(6) 2014, the longest of which lasts 7 minutes 21 seconds duration, an in range impedance was recorded at this time. No further log entries were recorded. The returned pad-pak was inserted into the device, the device passed a self-test. Investigation was unable to replicate or find any conclusive evidence of the reported fault. Previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups, mainly of ten minutes duration, due to a membrane failure. There were no ten minute time outs recorded, it is therefore assumed the customer returned the device in response to the field safety corrective action. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.